Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they inserted their sensor last night and the sensor caused their insulin pump to inappropriately suspend. The patient's blood glucose was 22.5 mmol/l and their sensor glucose was 9.9 mmol/l. The customer was advised to change their sensor. The sensor will be returned for analysis and a replacement sensor was sent to the customer.